Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was provided. Review of the clinical data showed that the first analysis resulted in a no shock advised determination due to a connection issue between the pads and the patient's skin. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in sudden cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient had a return of spontaneous circulation and there was no adverse effect to the patient due to the reported malfunction.